Event description:
It was reported that, this right ventricular (rv) lead exhibited high shock lead impedances out of range. The technical services (ts) recommended to keep monitoring the rv lead. Subsequently, the rv was reprogrammed. This device remains in service. No adverse patient effects were reported.